Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was priming abnormally. Troubleshooting was performed, and the insulin pump failed the displacement and self tests. Nothing further was reported.